Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had a replacement device and her blood glucose have been over 500 mg/dl. Customer has changed her batteries and set in order to resolve issue. Customer reported blood glucose over 600 mg/dl. Symptoms were short of breath, nausea, and exhaustion. Customer was advised to disconnect from the device. The drive support cap appeared normal. No air bubbles or leaks noted. Manual prime was prime was performed and insulin did exit at seven units. Settings were correct. Customer stated she forgot to fill tubing and stopped troubleshooting. Customer was advised to monitor blood glucose and call back if issues persisted. She was also advised to speak to doctor in regards to highs. No further information reported.